Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly and backup vvi operation. The patient complained of experiencing less energy. After the device was reprogrammed, normal device function resumed. The patient was feeling better after the reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.